Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway. The reported problem (will not power up) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that her monitor would not power on. The pt reported that she tried both batteries, and neither is starting up the monitor. The pt received a replacement monitor.